Manufacturer narrative:
The device was received undeployed. The device was received in pod state 14, indicating it deactivated itself due to timing out during the activation process. The device operated as intended. The device could not leak during wear, for the pod delivered no pulses. Inspection of the device found no issues capable of causing leaking during wear. The adhesive welds were observed to be incorrectly installed.

Event description:
It was reported by the patient when doing the insertion of the cannula they did not feel it go into the infusion site. The cannula was not visible and the pink slide did not move forward indicating a needle mechanism failure. It was also reported that the pod was leaking insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.